Manufacturer narrative:
One used device was returned for evaluation. Upon visual evaluation, no kink condition along the tubes were noted. However, the non-ICU medical set was inspected, and 2 kinked tube conditions were noted, one close to the drip chamber and another one close to the y-clave. The complaint of kinked/ compress/ collapsing cannot be confirmed on the ICU medical set. However, the returned non-ICU medical set shows kinked tube evidence, but the cause is not known. One photo was reviewed, showing that the set is tangle, no additional damage or anomalies are noted. A device history review for the possible lot was performed, and no non-conformities, anomalies or discrepancies were found that would have led to the reported condition on the complaint. Updated information in d4, d9 and concomitant products. D9: date returned to MFR: 4/9/2026.

Event description:
The event involved a 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger and it was reported that the patient for clinical trial chemotherapy went to get ready to perform post vitals and noticed the chemotherapy bag was still full of medication and the flush normal saline bag was almost empty. All the clamps were open but noticed a kink in the secondary chemotherapy line at the connection site. Approximately 25 ml was infused, had to restart the chemotherapy and patient had to stay another 2 hrs. This cause unexpected or prolonged care. There was patient involvement, and no patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).